Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a octaray mapping catheter and the patient experienced pericardial effusion that required surgical intervention and resuscitative measures. It was reported that a pericardial effusion was noticed during the procedure. The physician noticed and confirmed the pericardial effusion using a non-bwi ice (intracardiac echocardiography) catheter in the contralateral atria. It was unsure if the patient had any visible symptoms and it was unsure when the pericardial effusion was noticed. The medical intervention performed was surgical intervention with a cardiac window, a full sternotomy and exploratory evaluation, and resuscitative means. The patient's last known status was reported as critical. The patient was transported out of the electrophysiology suite to surgery. The patient was fully intubated and under the care of the anesthesia provider. The therapeutic/diagnostic bwi product used was an octaray catheter. The octaray catheter had been introduced during the case but was not believed to be in place when the pericardial effusion was noticed and intervention was started. No ablation was performed during the case. 2 transseptal sites were performed, the first was lost during the initial mapping phase. The event occurred during mapping phase after second trans-septal access was achieved. Octaray catheter was the only catheter introduced. It was set at a ¿positive pressure¿ rate (i.e. Connected to a pressure/infusion bag). No error messages on the bwi equipment occurred.